Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for evaluation. We were informed that it was lost in transit to (B)(4). Our analysis is based on the additional information we received from the hospital and our knowledge of the product. The hospital reported that a slight leak was observed on the subject breathing circuit when the respiratory therapist arrived at the patient's bedside. After an in-line suctioning with the patient, the leak became larger and the whole swivel popped apart. No patient harm was observed as a result of this incident. Without the complaint device, we were unable to determine the root cause of the reported fault. If the complaint device was returned, it would have been visually inspected and pressure tested to confirm the reported fault and determine its root cause. All infant evaqua breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and use of the breathing circuit kit. It also sets out the technical specifications required during use of the breathing circuit and states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a distributor that the y-piece of an rt266 infant dual heated evaqua2 breathing circuit was separated from the swivel after six days of use. It was also reported that the respiratory therapist immediately conducted a manual ventilation with the patient until a replacement part was secured. No patient harm was observed as a result of this incident.

Event description:
A hospital in (B)(6) reported via a distributor that the y-piece of an rt266 infant dual heated evaqua2 breathing circuit was separated from the swivel after six days of use. It was also reported that the respiratory therapist immediately conducted a manual ventilation with the patient until a replacement part was secured. No patient harm was observed as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.